Manufacturer narrative:
The customer reported that the central nurses station (cns) made a loud popping noise and emitted smoke before shutting down and becoming unable to power back on. The customer mentioned that the unit was equipped with a functioning uninterruptible power supply (ups) and that there were no electrical storms at the time of the incident. They also stated that there were no active alarms on the cns prior to the incident. The customer confirmed that patients were safely monitored from another cns and that no harm came to any patients. Additionally, there were no signs of a fire hazard or smoke coming from the unit at that time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/23/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 08/02/2024 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: 08/08/2024 emailed the customer for all information in the ni list above: no reply was received. D10 concomitant medical device: the following devices was used in conjunction with the cns: uninterruptible power supply (ups) model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The customer reported that the central nurses station (cns) made a loud popping noise and emitted smoke before shutting down and becoming unable to power back on. The customer confirmed that patients were safely monitored from another cns and that no harm came to any patients. Additionally, there were no signs of a fire hazard or smoke coming from the unit at that time.

Event description:
The customer reported that the central nurses station (cns) made a loud popping noise and emitted smoke before shutting down and becoming unable to power back on. The customer confirmed that patients were safely monitored from another cns and that no harm came to any patients. Additionally, there were no signs of a fire hazard or smoke coming from the unit at that time.

Manufacturer narrative:
Details of the complaint: the customer reported that the central nurses station (cns) made a loud popping noise and emitted smoke before shutting down and becoming unable to power back on. The customer mentioned that the unit was equipped with a functioning uninterruptible power supply (ups) and that there were no electrical storms at the time of the incident. They also stated that there were no active alarms on the cns prior to the incident. The customer confirmed that patients were safely monitored from another cns and that no harm came to any patients. Additionally, there were no signs of a fire hazard or smoke coming from the unit at that time. Investigation summary: evaluation of the returned device was able to confirm the reported issue of unit not booting. The cause of the issue was a failed power supply. The popping sound reported by the customer was likely due to a component of the power supply failing. Popping sound coming from the power supply is likely a result of a blown capacitor. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. A capacitor can "pop" or burst due to a variety of reasons, typically related to excessive stress or failure of its internal components. Here are some common causes: aging and degradation: over time, the chemical and physical properties of capacitors degrade, especially in high-temperature environments. This can make them more susceptible to failure. Thermal stress: high ambient temperatures or inadequate cooling can cause a capacitor to overheat, leading to pressure buildup inside the capacitor casing. The device was installed on (B)(6) 2016 with no history of servicing. The root cause is likely related to wear and tear due to aging. D10 concomitant medical device: the following devices was used in conjunction with the cns: uninterruptible power supply (ups). Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from pu-621ra to pu-621r. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.